Event description:
It was reported that the absolute pro stabilizer came off of the handle when the physician was about to insert the device through the introducer sheath into the patient anatomy. The absolute pro was on the guidewire, but was not used after the outer member detached from the handle. A non-abbott stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The intended lesion to be treated was the superficial femoral artery (sfa). No additional information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4) - indication for use (not indicated for use in the sfa). The device was returned for analysis. The reported separation was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the absolute pro vascular self expanding stent system instructions for use (IFU) states: the absolute pro vascular self-expanding stent system is indicated for improving luminal diameter in patients with de novo or restenotic atherosclerotic lesions in the native common iliac artery and native external iliac artery. Based on the reviewed information, no product deficiency was identified. Estimated age (B)(6), estimated weight.